Event description:
It was reported by the clinician that the sheath was being placed in the pt's internal jugular. The sheath was inserted and the valve on the end began to leak. As a result, the sheath was removed. Additional information received from the sales representative on 1/19/2010 states a second kit was opened and used successfully. There were no pt complications reported.

Manufacturer narrative:
(B)(4)